Event description:
The reason for call was the patient was implanted with a (B)(6) pump on the 24th and they were told that a representative would be out every day after that to increase the medication until they reached a therapeutic level close to what they were on their old pump before it stopped working. Agent asked what pt meant when they said their old pump failed and pt said it was not (B)(6)'s for they had another one from a company called basic home infusion. Agent tried to get event date on pts reason for call and pt said it was sometime before they got admitted to the hospital and it was maybe a week before february 24th. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".